Event description:
It was reported the patient experienced an infection and meningitis. Antibiotics were administered. It was indicated there was no pump related issue; the pump was functioning. It was a cancer pain pump and the patient was in the last weeks of their life. The pump and catheter were explanted due to the infection. The pump was discarded. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Patient programmer model# 8835 serial# (B)(4). Catheter model# 8709sc serial# (B)(4) implanted: (B)(6) 2012 explanted:unk. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider later indicated that patient had experienced signs/symptoms of fever, swelling primarily at the device pocket; "lung infection was also thought of". A device pocket culture was done and it indicated strep pneumonia. The date of onset of infection was indicated to be (B)(6) 2012; patient was started on IV antibiotics and a total device system explant was done as reported previously. The infection resolved and "drug withdrawal symptoms resolved with oral/IV meds". Drug delivered via the device was hydromorphone; the last refill was done on (B)(6) 2012.

Manufacturer narrative:
(B)(4).